Event description:
It was reported that the tip broke off of the device during a hysterectomy. It was unknown is the tip was retrieved from the patient. It was unknown how the case was completed. It was unknown if there was any patient consequence. Device will be returned. Replacement to be determined.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade fractured and slightly lifted. In addition, the upper jaw was detached and returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all testing was performed with the generator. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.